Event description:
It was reported that a user experienced a ¿dosing stops soon¿ alert and difficulty pairing the cgm after starting a new libre 3 plus sensor, including scan errors that prevented confirmation until the app was reinstalled and the ilet was repaired: this reflected intermittent communication failure involving electrical and magnetic components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.